Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs determined that within the configuration of the device, a factory setting was turned on (enabled) that is typically not enabled on this device configuration. In this configuration, the shock button would need to be held similar to the shock sync feature. It could not be determined how the factory option was enabled on this device. Our device history records of the saved configuration showed that when the device left our facility; the option was disabled. The customer indicated they have no knowledge of how this may have changed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.